Event description:
The customer contacted physio-control to report that their device would no longer power on.there was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed main pcb assembly and determined that the cause of the reported failure was due to broken legs of a transistor, designator q2. It appeared as if the pcb sustained damage from a physical impact which likely led to the broken legs on q2.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.